Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/29/2009. Device evaluation:visual analysis of the returned device identified: fold creases. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
The patient reported "moderate" right side pain. Healthcare professional reported right side "lateral malposition." Patient additionally reported having a "miscarriage;" this event is not related to the device. Device has been explanted.